Manufacturer narrative:
This report is being submitted for additional information received from customer. Please see update to h10. Upon follow up, the customer stated that the device was not used in a procedure while waiting for the test results. After a positive culture was observed, the device was quarantined. The device was reprocessed two times before sampling. The device was last reprocessed at customer site on 30-may-2023. The endoscope was sequestrated. The date when the device was used in a procedure was 18-apr-2023. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation. During incoming inspection of the returned device, it was found that the device had no damage. The product was sent back to the customer without any repair. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was further reported, all channels were cultured and tested positive for 29 colony forming unit (cfu) /sample of pseudomonas species.

Manufacturer narrative:
This report is being submitted for additional information received from customer. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being submitted for additional information received regarding microbial testing of the device. Please see updates to h4 and h10. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. All channels were cultured and tested positive for two (2) colony forming units (cfus)/ 100 milliliter of staphylococcus coagulase negative. The distal end tested positive for less than one (1) cfu/100 ml of revivable microorganism. Overall, the results are in conformance with the requirements. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Three good faith efforts were performed to obtain information regarding cleaning, disinfection and sterilization (cds) and hygiene microbiological investigation (hmi) results, but no response received. The device was returned. Device evaluation anticipated; but not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.